Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump gave error message causing the pump to shutdown and required a pump reset to resolve. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting, no additional information regarding the issue could be gathered.